Event description:
It was reported the patient had normal saline in pump for over a year and catheter had been cut couple years ago. Additional information later received reported that a few years ago, maybe around 2009, the patient had an unrelated back surgery and the catheter was accidentally cut. The patient had an unrelated heart condition and the cardiologist would not allow this patient to have surgery. The device itself never malfunctioned. It just was electively not functional. The pump was filled with saline but was not programmed to deliver because of the cut catheter. The patient was still not allowed to have surgery so the cut catheter remained in the patient along with the saline filled pump that is not in use. The patient was being managed solely by oral pain medication. The last time the hcp saw the patient was in (B)(6) 2012. The patient was a ¿snowbird¿ and sees an hcp in a different state.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).